Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged inaccuracy issue occurred at an unspecified time on (B)(6) 2016. At this time the patient obtained blood glucose readings of 200 and 400mg/dl with the subject meter within 20 minutes of one another. It is not known what medication(s) (if any) the patient takes to manage their diabetes but the patient denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient denied experiencing any physical symptoms as a result of the alleged product issue, but stated that they required treatment in the emergency room (e.r) from a healthcare professional (hcp) as a result of the alleged issue. The patient was treated on (B)(6) 2016 and was given insulin and saline after having their blood glucose measured on an e.r meter and a result of 4000+ being obtained. No further treatment was noted and the mss was unable to contact the patient to verify the alleged treatment which was received. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The calculated difference of these glucose results exceeds lfs's criteria for precision. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them requiring hcp treatment in order to prevent further serious injury after the alleged meter issue began.